Manufacturer narrative:
The reported event of helix damage was confirmed. As received, a complete lead was returned in one piece for analysis. The lead was returned with the helix extended, bent, and clogged with blood. Visual and x-ray examinations identified a bent helix, consistent with procedural damage. The cause of the reported event was attributed to the bent helix, which was consistent with procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During lead advancement toward the left bundle branch area (lbba), the helix was damaged. As a result, the lead was not implanted and was replaced during the same procedure. The patient remained stable throughout the procedure.